Event description:
A supprelin implant was inserted into a pt's left upper arm. The supprelin implant split during the insertion due to the insertion tool. The physician removed the supprelin implant that splitted and placed in another supprelin implant using another insertion tool.